Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, mobility(B)(6) 2023 patient stated implant mobile,(B)(6) 2023 dentist removed - no anesthetic.